Manufacturer narrative:
Device not returned.

Event description:
It was reported that patient presented remotely via merlin.net transmission showing electromagnetic interference resulting in several seconds of inhibition of pacing. The patient was asymptomatic. Programming changes were made. The patient was stable.